Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump was found to have experienced an occurrence of a failure code 38. This was not reported by the customer. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. (B)(4). The cause was identified to be a malfunction in the tube misloading detection circuitry due to defective force sensing resistor (fsr) sensors. To correct this condition the fsr sensors were replaced and calibrated, as per service manual. If any additional information is received, a follow-up will be sent.